Manufacturer narrative:
Other device listed in this report: cat # unk, lot # unk, description: unknown head, cat # unk, lot # unk, description: 48mm trident acetabulam, cat # unk, lot # unk, description: unknown size 4 right abg femoral stem, cat # unk, lot # unk, description: unknown 130degree short neck. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had right hip revision.

Manufacturer narrative:
An event regarding revision involving an unknown liner was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records which also includes revision implant sheet that confirms the revision of the reported product was submitted to a consulting clinician but deemed the information insufficient to determine exact root cause and rejected it for a medical review. Conclusions: the event of revision was confirmed as the revision implant sheet was provided however, the exact cause of the event could not be determined because the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as clinical and past medical history, complete copies of operative reports, histopathology, bacteriology reports, dated x-rays, and examination of explanted components are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had right hip revision.